Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the functional testing due to the motor error alarm. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had key failures. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.